Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. First clip was implanted a2/p2 medial. A second clip was implanted lateral to the first clip. A third clip was implanted on the lateral of a2/p2. Mr was reduced to grade 1-2. On the next day's control echo, there appeared to be a significant leak around the second clip. Mr was observed to increase to grade of 3-4+. The transesophageal echocardiogram (tee) suggested that all 3 clips were securely attached. It is suspected from the 3d that there was a leak posterior to the second clip which could be associated to a tear. The patient could not be weaned from medication nor be discharged from the hospital. The patient died from heart failure on (B)(6) 2023. It should be noted that before the clip procedure began, the patient's ejection fraction was approximately 25%. On the day of the procedure, an intra-aortic balloon pump was implanted before steerable guide catheter (sgc) insertion, because the patient could not maintain 80mmhg systolic pressure. Additionally, bi-lateral chest-tubes were implanted after the mitraclip procedure in order to treat a severe pre-existing pleural effusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported unspecified tissue injury (tissue tearing) could not be determined. The reported recurrent mr was related to the tissue tear. The reported heart failure appears to be due to worsened pre-existing conditions. The reported death was due to the reported heart failure. The reported patient effects of tissue injury, heart failure, mitral regurgitation, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.